Event description:
Customer reported that the unit failed the low pressure test during preventative maintenance.the customer reported there was no patient involvement.

Manufacturer narrative:
Blower assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the blower assembly revealed no evidence of damage or contamination. The blower assembly was installed in the fi test ventilator. Operational test was performed and the ventilator power up from ac and delivered breaths, however, the blower did not pass the leak test. The blower assembly was tested for leak and found the motor end flange wires damaged seal causing the leak. No further testing required. The determination could be made that the device failed to meet specifications. The root cause for the reported issue is due to the motor wires seal damaged created the leak in blower assembly.